Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Additional information requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the intraocular pressure (iop) became elevated. A glaucoma filtration device was implanted. Two months later, the intraocular pressure became elevated and it appeared that the shunt was clogged. The shunt was removed and a trabeculectomy was performed. The pt's outcome remains unknown. Additional information has been requested.